Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, the right ventricular lead was intermittently sensing. The lead was capped and a new lead was implanted to resolve the issue. The patient was stable and experienced no adverse health consequences.